Manufacturer narrative:
Follow-up #1 date of submission 05/16/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/07/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed a loss of prime alarm. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be out of specification. Unrelated to the complaint, the keypad was found to be peeling. Evaluation revealed all keypad buttons were responsive. A battery compartment crack was discovered during evaluation. There was no evidence of moisture or corrosion within the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump emitted loss of prime alarms. It was reported the alarm occurred with multiple insulin cartridges from different boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.